Event description:
It was reported that the user did not have blood glucose readings because the dexcom g7 sensor was stuck on pairing due to an incorrect pairing code entered as 2127 instead of 2124, and the agent guided the user to correct the code so the sensor could connect. Symptoms included absence of cgm data. Outcomes included temporary interruption of glucose data availability without injury or medical intervention. Investigation included customer-support troubleshooting and user education on correct sensor pairing. Investigation of this case revealed a user setup error that prevented cgm communication, which was resolved by entering the correct pairing code; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.